Event description:
During a training session, the device would not detect a heartbelt in manual mode when connected to a trainee. However, when the subject device was tested by the user on a simulator to confirm the problem, the device performed as expected.